Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Event description:
This device was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Device replacement was recommended. Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that four weeks post-implant, the device noted there was only four months of longevity remaining. Boston scientific technical services (ts) reviewed the data and confirmed the device appeared to be malfunctioning. Device replacement was recommended. No adverse patient effects were reported.